Event description:
It is reported the device was implanted in 1999. X-rays indicated osteolytic lesions or cysts had formed around threads and tip of screws. Device was revised in 2006, because of pain associated with proximal tibial osteolysis.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Evaluation: no device was returned for evaluation. Manufacturing records are intact, conforming and indicate manufacturer to specification.